Manufacturer narrative:
Product event summary: the device was returned, analysis was performed, and no anomalies were found. The returned device indicated a damaged grommet and a missing set screw.

Event description:
It was reported that the implantable pulse generator (ipg) and lead were attempted but not used during the implant procedure. The lead exhibited high impedance during placement. Additionally the setscrew came out of the header during the procedure. The device and lead were removed and replaced. No patient complications have been reported as a result of this event.